Event description:
On (B)(4) 2013 the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch verio pro meter was giving inaccurately high readings. The patient obtained the blood glucose readings of 314 mg/dl, 287 mg/dl, 221 mg/dl and 341 mg/dl on the reported meter which she claimed were high compared to her feelings. A control solution test was performed, and it failed out of range for the lot of test strips in use. No information was provided about the patient's test strips or testing technique. The patient experienced no symptoms and denied seeking medical attention. The meter was replaced. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and he denied seeking medical attention. However, as the control solution test results failed, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 (06/17/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 05/23/2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.